Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose values of 599 mg/dl and 584 mg/dl. The customer reported seeing air bubbles during therapy. The customer's blood glucose values are 272 mg/dl at the time of call. The customer decline to troubleshoot for high blood glucose value. The customer treated high blood glucose values with manual injection. The customer was assisted with troubleshooting for air bubbles. The customer confirmed that there was insulin dripping at the end of tubing. The pump will not return for analysis.